Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/16/2021. H.6. Investigation: samples and photos received for investigation, upon observation foreign matter is observed on the plunger rod behind the stopper. Fourier transform infrared spectroscopy was performed, the analysis shows that this material is most likely zinc stearate mixed with silicone. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time, therefore there are no corrective actions. H3 other text : see h.10.

Event description:
It was reported that a syringe 10ml ll experienced foreign matter. The following was reported by the initial reporter: "according to the customer's report, a black fm was found near the stopper of the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a syringe 10ml ll experienced foreign matter. The following was reported by the initial reporter: "according to the customer's report, a black fm was found near the stopper of the syringe."